Manufacturer narrative:
Control: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg100513-01, 290.0iu/ml hcg urine lot: hcg100414-01. Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 290.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg pregnancy test results on four patients. One customer reported that 4 different patients were tested with the qupid hcg urine only devices and results were negative. Serum quantitative results performed 'relatively soon after' were positive. No urine specimens or test devices available; the serum quant results are not known; do not know if urine samples were first morning specimens.